Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus, but did not enter a blood glucose (bg) value, and experienced a bg level in the 50's (mg/dl). Juice was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.